Manufacturer narrative:
Calibration and qc were acceptable. No issues were identified during a review of the alarm trace. The service actions resolved the issue.

Manufacturer narrative:
This event occurred in (B)(6). It was noted that the reagent had foam. The mixer was bent and there was vibration in the agitator motor; the mixer and motor were replaced. Preventive maintenance was performed.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for elecsys hcg + b (hcg + b) on a cobas e 411 immunoassay analyzer. Patient 1 initial result was 692.2 miu/ml with a data flag. The repeat result was 3.10 miu/ml with a data flag. The initial result of 692.2 miu/ml was believed to be correct. Patient 2 initial result was 589.9 miu/ml with a data flag. The repeat result was 10000 miu/ml with a data flag. The repeat result of 10000 miu/ml was believed to be correct. Questionable results were reported outside of the laboratory. The hcg + b reagent lot number was 454060 with an expiration date of 31-may-2021.